Event description:
The sales rep reported through our kit booking specialist, that during a surgical procedure of gamma3 nail insertion the product involved didn't release the guide wire. The surgeon completed the procedure with another item available in the tray. No delay in the procedure, no adverse consequences reported by the customer.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.